Event description:
It was reported that during an initial implantation, the atrial lead could not capture despite many trials. The physician changed it to screwing lead and the case was completed with success. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: analysis was normal. No anomalies were found.